Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported system error 105 which was confirmed through a review of the device event history log and reproduced during eval. Visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken and disintegrating. The outer bearing is also spinning in the bearing housing. The inner gearbox bearing is worn, with the bearing cage starting to disintegrate. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and back flex. The root cause was identified as the motor assembly. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.